Manufacturer narrative:
A correlation between the device and the suspected thrombus, reported hemolysis, and right heart failure could not be conclusively determined. Device thrombosis, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient remains ongoing on lvad support. The patient is not a transplant candidate due to medical non-compliance. The patient was treated with anticoagulants and their ldh trended down. Correction: it was initially reported that the patient was admitted on (B)(6) 2015 for right heart failure and initiation of intravenous inotrope therapy; however, the correct date is (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with an increased lactate dehydrogenase level of 932 u/l. Pump thrombosis and/or a possible hypercoaguable state was suspected. The patient developed worsening heart failure symptoms and a ramp echocardiogram test performed on an unspecified date showed the left ventricle was not being unloaded. The patient was admitted on (B)(6) 2015 for right heart failure and intravenous inotrope therapy was initiated. On (B)(6) 2015 hemolysis presented as anemia, low hematocrit and an elevated plasma free hemoglobin. It was noted that a transplant workup was in progress. No further information was provided.

Manufacturer narrative:
Approximate age of device - 67 days. The patient remains ongoing on lvad therapy. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.